Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with gore&#59397;excluder&#59393;aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, a trunk-ipsilateral component was advanced and implanted on the right side as planned. The physician cannulated the contralateral gate, and the attempted to advance a contralateral leg component (pxc141000/14158116) on the left side. According to the report, the patient's anatomy was long and extremely tortuous. The device was reportedly advanced outside the introducer sheath because the sheath could not be advanced to the contralateral gate. The physician was reportedly unable to advance the device to the target site, so the decision was made to withdraw the device. Upon withdrawal, the device had automatically and unintentionally deployed. When the delivery catheter was removed, it was reportedly noted that the leading olive had become separated. The physician reportedly was able to remove the olive, and successfully implant an additional excluder&#59396;device to bridge the gap between components on the left side. Final angiography showed satisfactory endograft position with no endoleaks. The patient tolerated the procedure.

Manufacturer narrative:
The delivery catheter was received by gore from the facility and an engineering evaluation was performed. The findings from the evaluation were consistent with the reported procedural observations. During the investigation, it was confirmed that the leading end of the delivery catheter was broken at the trailing olive, and the guidewire lumen had fractured at the trailing olive. The root cause for the broken leading end of the catheter and automatic deployment could not be determined with the currently available information, although use outside of the instructions for use (IFU) may have contributed to these observations. The gore® excluder® aaa endoprosthesis IFU states: ¿ do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position. ¿ do not attempt to withdraw any undeployed endoprosthesis through the introducer sheath. The sheath and catheter must be removed together. ¿ do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention. Per the gore® excluder® aaa endoprosthesis IFU, considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.